Event description:
It was reported that a peritoneal dialysis patient was in treatment she the patient was found unresponsive. The patient was in the hospital at the time of the event. A code was initiated. The patient subsequently expired.

Manufacturer narrative:
This report is being submitted as part of a system level review. We have contacted the initial reporter. This MDR includes all information received to date. Based on the information provided, it is unknown how the device may have caused or contributed to the event. The post market clinical department is in the process of requesting patient medical records and treatment data information regarding the reported event. A supplemental report will be submitted upon completion of the investigation. (B)(4).